Event description:
Pt found to have blood-saturated linens near broviac central line tubing. Rn clamped and assessed central line. Rn flushed bifuse attached to lumen backing up blood, noticing where the clave and bifuse lumen were connected was cracked (leaking fluid out). Cn and md notified, rn flushed line, clamped and changed bifuse out. Line now appropriately working again. Approximately 33mls of blood lost. Infant received 43 ml of prbc's after incident.